Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level which displayed as "high"; however a specific value was not provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.